Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Reliability analysis also inspected reservoirs, snap-cap, and septum for anomalies and none were found. Reliability analysis ran the occlusion test per dop 114-830 as follows: reservoir filled with diluent and connected to a new infusion set. They installed reservoirs and connector into a 5xx insulin pump. They performed pump manual prime and saw fluid flow through the infusion set and out the catheter tip. Conclusion: reservoirs were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's insulin pump has been receiving no delivery alarms. Customer has had 20 no delivery alarms since the beginning of (B)(6). Caller stated that the customer's blood glucose have been in the 400's mg/dl. Caller stated that they have to change the site more times than normal. Customer has gone through more supplies than normal and stated that they tried to fill the cannula, but received another no delivery alarm this morning after a set change. Caller stated that the alarm occurred during manual prime and fixed prime. Caller stated that the no delivery alarm is recurring. Caller stated that the alarm was resolved by a complete set change. Caller was unable to troubleshoot since her daughter is at school with the pump. Caller would like to return the set and reservoir for analysis. Caller was not able to troubleshoot at the time of the call and the cause of the issue was not determined.